Event description:
The customer stated that after using the cell-dyn 3200 diluent sheath reagent lot 56567i2, the platelet background is high. The customer is not having issues with the other reagents, same lot numbers. There is no impact to pt management.

Manufacturer narrative:
It was identified that multiple lots of diluent/sheath reagent used on multiple cell-dyn instruments were yielding elevated platelet background counts. The probable cause of the out of range high platelet backgrounds in diluent/sheath reagent was determined to be presence of trace impurities in the water. The source and identify of the impurities were not identified. Attempts to determine the identity of the impurities causing elevated platelet background counts in diluent- sheath were inconclusive due to complexity of the reagent and the number and nature of the trace impurities present in the water. The implementation of an alternate in-house water purification system and the use of sartorius filters in the production of diluent/sheath reagent minimized post-ship platelet background count issues in diluent/sheath reagent. The corrective/preventive action plan included an upgrade to the site manufacturing water purification system to improve the ability of the system to remove organic compounds. Product labeling instructs the customer not to run patient samples if platelet backgrounds are elevated. If the customer does not follow labeling instructions and patient samples are run when background counts are unacceptable, physicians could make treatment decisions based on incorrect platelet results. End of report.